Event description:
The ve lvas was implanted in 2000. Five months later, the pt reported an increase in the ve lvas beat rate to 120bpm with flows from the lvad now 9 to 10lpm. The pt was brought to the hosp for an echo which confirmed regurgitation/incompetence of the ve lvas inflow valve. The pt is symptomatic and remains in the hosp due to the inflow valve regurg. The pt has been upgraded to 1a on the transplant list and is now running in fixed rate mode all the time.